Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that MRI guidelines for an MRI of the lumbar and cervical were requested. It was reported the patient was having pain, and it was unknown if it was related to the device. It was logged the device was no longer functioning properly and the patient was trying to get it removed. It was noted there was no further information about when and why it stopped working.

Event description:
It was further reported that the patient would undergo a battery revision after he was cleared from the cardiologist. The patient would be going from a rechargeable to a non rechargeable battery. There were no abnormal impedances. It was clarified that the patient was not using the device and let the battery go dead. It was stated that the patient was going to explant as he thought he would die having surgery but it was stated that he will keep stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was last seen by their health care provider (hcp) in 2013 and had an appointment scheduled for (B)(6) 2014. It was noted that the patient wanted the device removed and that the device was reportedly "dead".